Manufacturer narrative:
Additional information: contact number: (B)(6). A getinge field service engineer fse was dispatched to the site to evaluate the unit. Fse replaced display to video cable and unit passed all functional testing and returned to customer. The defective components were received for further investigation. .the failure analysis and testing dept. Received cable, display to video receiver board with a reported unit failure of artifact on screen.the failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition.the failure analysis and testing dept. Installed cable, display to video receiver board 02 46_meritec into the cs300 test fixture and tested the cable to factory specifications per the cs300 service manual.the fat performed the display test in the cs300 service diagnostics.the cable passed testing. After two hours of run time of the cs300, the fat could not replicate the failure experienced by the customer, of artifact on screen.the cable passed testing. Retained the cable in the fat, per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by end user, the cs300 intra-aortic balloon pump (iabp) display screen was pixelated on power up. There was no patient involvement.